Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port experienced leakage. The following information was provided by the initial reporter: I was made aware of another leak¿this time in an ambulatory setting and the med was taxol. With these it appears to be leaking from the connection between the filter tubing and the ¿house¿ part at that little connection where the filter tubing enters the ¿roof¿.

Manufacturer narrative:
Investigation summary the customer reported a complaint of leakage with a 20350e infusion set. Due to no photo or sample being received, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port experienced leakage. The following information was provided by the initial reporter: I was made aware of another leak¿this time in an ambulatory setting and the med was taxol. With these it appears to be leaking from the connection between the filter tubing and the ¿house¿ part¿ at that little connection where the filter tubing enters the ¿roof¿.